Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a clave® connector where the customer reported that the clave luer was permanently pushed in causing a small leak at the connection. Clave was changed and chemotherapy was resumed. There was patient involvement; harm was not reported as a consequence of this event.